Manufacturer narrative:
Approximate age of device: 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a driveline infection, which developed into a suspected pump pocket infection. The patient underwent a pump exchange on (B)(6) 2015 to another manufacturer's device. The surgeon reported that he did not want to implant another pump into the infected pump pocket. The pump was disposed of.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was disposed of. A correlation between the device and the reported infections could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.